Event description:
A physician reported that during a clinical study while using an ophthalmic gas one of the patient experienced transient hypotony. It also confirmed that the use of ophthalmic gas was an off-label use. Additional information has been requested for further clarification.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information in b.5, the previous information in section b.5 was submitted inadvertently. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a clinical study while using an ophthalmic gas one of the patient experienced transient hypotony. It also confirmed that the use of ophthalmic gas was an off-label use. Additional information has been requested for further clarification.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. The c3f8 (perfluoropropane) gas tank was not returned for evaluation. A review of the batch production record could not be performed because the lot number was not reported. The expiration date could not be determined. A review of the complaint records could not be performed because the lot number was not provided. A review of confirmed complaints for transient hypotony use showed no complaints since the beginning of 2015. Note: the procedure does not comply with the directions for use (dfu). The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).